Event description:
It was reported that a malfunction occurred on the pump, specifically identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer contacted support, received instructions to reset the pump, and successfully reset it without recurrence of the issue; support advised the customer to continue using the pump and to call back if the malfunction reoccurs.